Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported the ipg pocket was surgically relocated on (B)(6) 2010 as the physician felt the implant pocket was too shallow. The ipg was moved from the buttock to the abdomen. Since that time, the pt has lost a significant amount of weight causing the device to shift to an angled position. The pt is having problems maintaining telemetry with the device and, therefore, cannot charge the device or change programs. The physician will explant and replace the pt's device. It is currently unk if the physician will return the device to the MFR for analysis once it has been explanted. Follow up on the pt found no further issues reported.